Manufacturer narrative:
The device was received for evaluation. During functional testing, 'downstream occlusion failure' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log revealed a 'downstream occlusion' message. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had alarmed downstream occlusion during testing. There was no patient involvement.